Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. The customer declined to perform further troubleshooting to check for a pump air leak. During follow-up, the customer reported successfully resuming insulin deliveries.